Manufacturer narrative:
Alleged failure: video flickering both dvi ports loose /missing screw connections. The failures identified in the investigation is consistent with the complaint record. The probable root causes could be due to a broken screw stuck inside the dvi screw port, and loose screws on both dvi ports; possibly causing loose dvi cable connections and signal issues. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of image.